Event description:
It was reported that the customer received a no delivery alarm on the insulin pump every once in a while. The customer's blood glucose was over 400 mg/dl. Troubleshooting could not be performed because the alarm had already been resolved by a complete set change. Advised customer to call back when the alarm occurred in order to troubleshoot. The customer had not noticed damage or occlusions relating to the cannula of the infusion set. Advised to monitor the issue and speak with her healthcare provider. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.